Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified left basilic vein. A 5f introducer sheath was inserted and the lesion part was crossed with 0.014 guidewire. A 4.0mm x 150mm x 150cm, mr coyote balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and dilatation was then performed using the separately prepared 3mmx15cm coyote balloon catheter. Inflation was then performed up to 14 atmospheres and good dilatation has been obtained; thus, the procedure was completed after contrast confirmation. No patient complications were reported, and the patient was in good condition.

Manufacturer narrative:
Initial reporter city: (B)(6).